Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered caused by another device as the proximal end of this promus element stent shortened when the physician attempted to pass a second stent through it. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A promus element stent delivery system (sds) was advanced to an unspecified location and was deployed. Next, a second sds was passed through the first stent and it was noted that the axial length of the first stent became shorter. A non-bsc balloon was advanced inflated in the proximal section of the promus element stent. Additional balloon of increasing sizes were also advanced and inflated to open up the stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.